Event description:
Summary: it was reported that a vns pt underwent generator and lead explant due to unk reason. Additional info was received from a company rep indicating that she had collected the generator and lead from the hospital belonging to the pt and returned the device for analysis. Analysis was completed on the returned generator and revealed that there were no adverse functional, mechanical, or visual issues identified with the returned generator. Moreover analysis on the lead revealed that an abraded opening was identified in the outer silicone tubing. Note that since the electrode array portion was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observation and typical wear and explant related observations, no additional anomalies were identified within the returned lead portion. The lead assembly has remnants of what appears to be dry body fluids at the small o-ring boot and inside the inner and the outer silicone tubing. Further info was received from the treating nurse indicating that the pt was explanted because she felt that vns was not helping with the pt's seizures and the pt could not tolerate the device. At the moment good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.